Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Upon receipt of the returned sample, it was discovered that the implicated device is a non-bard product. This file will be voided and the sample will be returned to the facility so it can be forwarded to the correct manufacturer.

Event description:
It was reported that the hickman catheter was observed to be broken. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the hickman catheter was observed to be broken. No patient injury was reported.